Event description:
It was reported that during use of implantable pacing lead (ipl) patient experienced two syncope episodes, and the lead exhibited no capture. The ipl was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.